Manufacturer narrative:
Imdrf device code a041001 captures the reportable investigation result of balloon pinhole. Investigation results: the returned cre pulmonary dilatation balloons was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the middle section of the balloon. Microscopic inspection found had a pinhole located approximately at 40mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon would not inflate was confirmed. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause to failure to inflate. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that two cre pulmonary dilatation balloons were used during a procedure performed on (B)(6) 2022. It was reported that balloon would not inflate. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. Please see block h10 for full investigation details.